Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection noted that the tubing had separated. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a micro-volume radiation sterilized extension set was pulled out of each end connector with minimal tugging. This occurred before use. There was no patient involvement. No additional information is available.